Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that someone bumped into the pump, causing the touch screen to become cracked; additionally, the left side of the screen is unreadable and has red and blue lines. Customer's blood glucose was 199 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy and has manual injections available.